Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that, during the implant procedure, this right atrial (ra) lead displayed high out of range pacing impedances of greater than 3000 ohms. It was noted the lead tested normal through the pacing system analyzer (psa), but when connected to the device, the pacing impedance was greater than 3000 ohms. Fluoroscopy was performed, and it was determined this ra lead was fractured. The lead body had a coil that looked slightly stretched out/crunched in two spots in the area where the suture sleeve would be tied down. The cables, cords and psa were all swapped out. This ra lead was removed, and a new ra lead was placed without incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.